Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a broken orange (lead 2-) and brown (lead 1-) wires in the distribution node. The trunk cable showed signs of physical abuse. The root cause for the broken wires was excessive force. There was no death or adverse event associated with the belt malfunction.

Event description:
4/9/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned a patient's electrode belt and reported that the patient was receiving "adjust belt" messages and that the cable was damaged.